Event description:
User facility voluntary medwatch was received from cdrh that stated the following: "pca machine kept going into paused mode and medication was not being delivered. This appeared to be intermittent. Machine would start and stop. Machine had to be changed out." Due to the anonymity of the report, no add'l info could be obtained.

Manufacturer narrative:
User facility voluntary medwatch was received on 6/20/2011. The report number is (B)(4). Due to the customer's choice of anonymity, any returned product cannot be matched to this report as no serial number was provided. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.